Event description:
It was reported that the unit displayed an e-1 error. It was further reported that the obturator eye would not stay open.

Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to a shake test to determine if there were any loose components inside. There were none. The product was powered up, the display activated, and the correct software loaded. Standby mode became active on an intermittent basis. The bulb ignited on an intermittent basis. An e-1 error message appeared intermittently on the display. A run mode/standby cycling test was conducted. The test failed on an intermittent basis due to a defective front panel membrane switch. An evaluation was performed on the ability of the lightcable and jaw to engage. The evaluation failed due to a loose jaw. The root cause of the reported failure was traced to a defective ballast. A corrective action has been implemented to improve the performance of the ballast and to make the occurrence of e-1 errors less likely. In sum, the customer complaint of an e-1 error was confirmed. The failure mode will be monitored for future reoccurrence.